Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), headache ("intense headaches"), dyspareunia ("dyspareunia") and vertigo ("vertigo"). The patient was treated with surgery (the permanent contraceptive extracted through a hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, genital haemorrhage, headache, dyspareunia and vertigo outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, headache, pelvic pain, swelling and vertigo to be related to essure. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Most recent follow-up information incorporated above includes: on 5-may-2021: the case will be deleted from bayer pv database. Nullification reason: duplicate case is identified with fu information from case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), headache ("intense headaches"), dyspareunia ("dyspareunia") and vertigo ("vertigo"). The patient was treated with surgery (the permanent contraceptive extracted through a hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, genital haemorrhage, headache, dyspareunia and vertigo outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, headache, pelvic pain, swelling and vertigo to be related to essure. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.